Event description:
It was reported that during an cardiac ablation procedure, an aortic dissection occurred. This blazer prime catheter was selected for this procedure and inserted without difficulty; however, during the insertion of the catheter a dissection occurred from the ascending aorta to the right common iliac artery. The dissection was a stanford a. The patient experienced pain behind the breast bone and left arm. The procedure was aborted and that patient was transferred to the ICU. Thoracic CT-scan was completed there was no malperfusion of any organs. The procedure was not completed due to this event. The patient is currently in a hemodynamically stable condition. It was noted that an aortic stent graft procedure may be completed in the future.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned complaint device revealed several slight scratches on the electrode tip, no sharp edges were present. A cut was noted on the distal section to the e4, but there was no sharp edges found. No issue were noted with catheter's connector. The catheter verified normal during radio frequency (rf) ablation testing. Rf verification was completed with a maestro generator 300 in power mode. Thermistor resistance and resistor ID value values were within specification. No electrical opens, cross wire or shorts were found. All electrode resistance values were within specification. The distal shaft verified normal while in the neutral position. During the functional curve check, both the right and left steering curves were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during an cardiac ablation procedure, an aortic dissection occurred. This blazer prime catheter was selected for this procedure and inserted without difficulty; however, during the insertion of the catheter, a dissection occurred from the ascending aorta to the right common iliac artery. The dissection was a stanford a. The patient experienced pain behind the breast bone and left arm. The procedure was aborted and that patient was transferred to the ICU. Thoracic CT-scan was completed there was no malperfusion of any organs. The procedure was not completed due to this event. The patient is currently in a hemodynamically stable condition. It was noted that an aortic stent graft procedure may be completed in the future.

Manufacturer narrative:
Date of birth: 1952. (B)(4).